Event description:
It was reported that the patient had some signs of withdrawal in the past. The patient had aquatic therapy at the time where the patient was in a whirlpool that was 80 degrees. It was noted that two or three weeks prior to patient was due for refill, the patient experienced spasticity. The reporter suspected that the drug in the pump was being ¿diminished by the heat¿ and there was ¿something between the aquatic therapy and the pump¿. The patient had to go to the aquatic therapy because, ¿that¿s the only way he will get up and walk again.¿ it was reported that normally after a pump refill and dose adjustment, the patient had ¿a little bit of the symptoms¿. The patient was ¿a little bit sensitive to it.¿ the pump was being used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8596sc serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709 serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).